Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Visual inspection was performed and found cracked top, encoder and motor covers, also, a sticky clutch plate, unrelated to the reported complaint. Following the replacement of top cover, encoder cover, motor cover, and deburring of the clutch, the device was further tested and passed all testing criteria with no issues or faults observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2009. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years. Functional testing and review of archive data could not be performed due to system error displayed upon powering up the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. There was no patient involvement.